Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working properly and that the stimulation was in the wrong spot when they turned it on. The patient was told by their healthcare professional (hcp) that one of their leads was not working and recommended that the full system be replaced. The patient stated that the issues started 2 or 3 years ago and that they had some falls but was unsure if anything moved. The patient was to have an MRI of the head/brain along with cervical, lumbar, and thoracic spine areas. It was also noted that the patient had an upcoming back surgery. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).